Event description:
The customer requested an adjustment on the edge of the enhancement and noise filter.

Manufacturer narrative:
The ge svc rep completed a system operations-check and it passed. The adjustment to edge enhancement from 3 to 2, and noise filter from 2 to 1. This MDR is related to ge healthcare complaint number.